Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2010, 4076 implantable pacing lead (B)(6) 2005, 6949 implantable tachy lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) early due to a high left ventricular (lv) lead pacing threshold of 6 volts at 0.9 milliseconds. The device was explanted and replaced. An additional epicardial lv lead was placed with good thresholds and was y-adapted to the existing epicardial lv lead for bipolar capabilities. No patient complications have been reported as a result of this event.